Event description:
The following has been reported: agilia sp pca recently rolled out in the hospital. Since then they have noted 2 separate devices displaying incorrect doses / under infusing per info received, shows x4 boluses given (at 1ml = 4mls) but states only 2.74mg given. Additional statement from customer: "there has been no issues with occlusions.' Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.